Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the setup for the planning portion of the application software was present in the registration portion of the software. The representative reverted to plan and then progressed to register to resolve the reported issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.